Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) abut gold friction-fit 4. 5mm imp (hla4g) was returned for investigation. Visual evaluation of the as returned products identified signs of use but no damage/malfunction. Functional testing was performed and the abutment engaged/seated/retained as intended with in-house implant and screw. No pre-existing conditions were noted. The device had been placed on tooth site #25 (unknown dental notation system) for an unknown period of time. DHR review could not be performed since the lot numbers associated to the items were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hla4g dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Review completed utilizing keywords: functional : loosening therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Lot number unknown / not provided. UDI not available. Last name unknown / not provided. PMA/510(k) number: k013227 and k953101.

Event description:
Doctor reported that abutment loosened. Placed on (B)(6) 2018. Patient's condition was good. Procedure was completed.